Manufacturer narrative:
Findings: pump had blank display when pressing act button, problem isolated to lcd board. Unable to verify button keypad anomaly due to blank anomaly. Pump had scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 190 mg/dl. The customer stated when hit act pump doesn't respond it goes blank. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.